Event description:
It was reported that the customer dropped the pump and the touch screen is now unresponsive. Touch screen has colored lines along the left side of the screen. No reported impact to customer's blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.